Event description:
Per the clinic, the patient experienced pain with the device. Subsequently, the platient was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment. The implanted device remains.